Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product revealed contrast visible on the shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon, between the markers and with no damage noted. The hypotube and jacket material were separated 18 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval, as if kinked prior to separation and the material at the separation was stretched and jagged. There were multiple bends noted throughout the hypotube. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Follow up information received from the account confirmed the separation occurred outside of the patient anatomy due to pushing during advancement in the heavily calcified lesion. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The patient anatomy was heavily calcified, which likely contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report and all lot release testing met manufacturing criteria. The reported failure to advance and hypotube separation appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that the physician was performing angioplasty in the distal left anterior descending artery (lad) due to reported chest pain. The xience prime stent delivery system (sds) was advanced towards the lesion but the sds did not cross. Therefore, the sds was removed and predilatation was performed prior to the advancement of the xience v sds. The xience v sds also did not cross and so the device was removed. A non-abbott sds was used to complete the procedure. No adverse patient effects were reported. Though requested, no additional information was provided. This event is being filed based on the returned device analysis which revealed that the 2.5 x 23 mm xience v sds proximal shaft was separated. Additional information received from the site confirmed the hypotube got separated because of pushing and it happened outside the patient. There was no injury caused to the patient because of this.